Manufacturer narrative:
Device evaluation noted that initial test was able to duplicate customer complaint of video screen switch back and forth between the large and small screen and cooling fan is making a very loud noise. However, the unit¿s functionality and system has no problem. The remote foot switch was also paired successfully and tested good with the unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the soltive premium superpulsed laser system had a video screen that switched back and forth between the large and small screen, a cooling fan that is making a very loud noise during the procedure, and a cooling fan that smells like something is burning inside the laser. The issue was found during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information.

Event description:
The procedure was a ureteroscopy procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h4, h6 and h10. The e2, e3 and g2 fields were corrected based on information available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the cause of the loud fan and burning smell can be attributed to fan assembly. The flipped screens can be attributed to faulty tilt sensors. Olympus will continue to monitor field performance for this device.